Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR #: 2134265-2010-05530, 2134265-2010-05591 and 2134265-2010-05592. This 3.0x16mm promus element sds was returned for analysis with a shaft break. It was reported that the lesion was located in the heavily calcified left anterior descending (lad) artery. Rotablation was performed in the mid lad with a 1.5mm burr. The burr got stuck part way through the procedure and resulted in no flow in the lad. The patient was haemodynamically unstable at this point. The lesion was rewired alongside the burr using a non-bsc wire and a balloon was dilated to dislodge the burr. The rota wire and rota burr were pulled out. Next, the lesion was predilated with a 2.5 and a 3.0mm diameter non-bsc balloon. A promus element stent delivery system (sds) was advanced to the distal lad and the stent was deployed at 12atms. Then a 3.0x38mm promus element stent was deployed at 14 atms without difficulty. Immediately after stent deployment, the stent was fully expanded. The lesion in the circumflex (cx) was predilated with a 3mm non-bsc balloon. An anchor balloon technique was used to provide additional support while advancing a 3.5x20mm promus element sds to the circumflex. The stent was deployed at 14 atms in the target lesion. After deploying the stent the balloon got stuck and the shaft broke at the mid hypotube. Attempts were made to remove the broken shaft with a 2.5mm semi compliant balloon and a snare but both were unsuccessful. An additional 3.0x16mm promus element stent deployed at 16atms was used to crush the device against a vessel wall and the stent. No additional device could be advanced to the cx. During withdrawal of the anchor balloon from the cx, it was noted that there was an axial length change on the 3.0x38mm promus element stent. An additional 4x38mm promus element stent was deployed at 16atms to secure and appose the 3.0x38mm promus element stent against the vessel wall. The lesion was post dilated with a 3.75x15mm non-compliant balloon. The patient had timi iii flow in the lad. The cx vessel had timi ii flow. The patient was intubated / ventilated and put on a balloon pump then transferred to the intensive care unit. The patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device found the device was returned to the complaint investigation site broken at the midshaft 85mm distal to the hypotube, exposing the corewire. There was a stretch in the midshaft 8mm from the tear site. The midshaft was damaged from the hypotube to the tear site. There were also kinks identified along the entire length of the hypotube shaft. A distal section of a promus element device was also returned to the complaint investigation site. The balloon body length of the returned balloon was measured to determine if the returned distal section was the distal section of the promus element, 3.00 x 16mm device, and was found within specification for a promus element, 3.00 x 16mm device. The distal section of the device was returned broken at the midshaft, 50mm proximal to the port. The lumen was damaged along it's entire length. The stent was not returned. The balloon was returned fully deflated. Mandrel resistance was encountered due to the presence of solidified blood within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR #: 2134265-2010-05530, 2134265-2010-05591 and 2134265-2010-05592. This 3.0 x 16 mm promus element sds was returned for analysis with a shaft break. It was reported that the lesion was located in the heavily calcified left anterior descending (lad) artery. Rotablation was performed in the mid lad with a 1.5 mm burr. The burr got stuck partway through the procedure and resulted in no flow in the lad. The patient was haemodynamically unstable at this point. The lesion was rewired alongside the burr using a non-bsc wire and a balloon was dilated to dislodge the burr. The rota wire and rota burr were pulled out. Next, the lesion was predilated with a 2.5 and a 3.0 mm diameter non-bsc balloon. A promus element stent delivery system (sds) was advanced to the distal lad and the stent was deployed at 12 atms. Then a 3.0 x 38 mm promus element stent was deployed at 14 atms without difficulty. Immediately after stent deployment, the stent was fully expanded. The lesion in the circumflex (cx) was predilated with a 3mm non-bsc balloon. An anchor balloon technique was used to provide additional support while advancing a 3.5 x 20 mm promus element sds to the circumflex. The stent was deployed at 14 atms in the target lesion. After deploying the stent the balloon got stuck and the shaft broke at the mid hypotube. Attempts were made to remove the broken shaft with a 2.5mm semi compliant balloon and a snare but both were unsuccessful. An additional 3.0 x 16 mm promus element stent deployed at 16 atms was used to crush the device against a vessel wall and the stent. No additional device could be advanced to the cx. During withdrawal of the anchor balloon from the cx, it was noted that there was an axial length change on the 3.0 x 38 mm promus element stent. An additional 4 x 38 mm promus element stent was deployed at 16 atms to secure and appose the 3.0 x 38 mm promus element stent against the vessel wall. The lesion was post dilated with a 3.75 x 15 mm non-compliant balloon. The patient had timi iii flow in the lad. The cx vessel had timi ii flow. The patient was intubated / ventilated and put on a balloon pump then transferred to the intensive care unit. The patient's status is stable.